Event description:
Two falsely elevated troponin I results of 5.2 and 35.2 ng/ml were obtained on two patients samples. The results were reported to the physician. The samples were retested on an alternate analyzer and results of 0.01 and 0.02 ng/ml were obtained. Patient treatment is unknown, but there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was wash probe misalignment.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was wash probe misalignment. The customer aligned the probe with help from a dade behring technical assistance center representative. The instrument is performing within specifications.